Event description:
Device issue: difficult to deploy-thumb advancer, unexpected noise, clip mislocation. Time of device issue: during vessel closure. Adverse event: failure to achieve hemostasis. It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, during thumb advancer deployment, an increase in "tension" was felt and a "clicking noise" was heard, this step was completed. After clip deployment, bleeding continued and the clip was found deployed on the distal end of the delivery tubeset. Manual compression was applied to achieve hemostasis. There were no reported adverse pt effects. No additional info was provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not complete.